Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent preparation for an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre opti drain. It was reported that the length of the trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for three devices and reviewed. The first photo shows the partial view of catheter distal end, needle was noted to be protruding from the catheter tip, however it partly visible. Second and thirds photos shows the partial view of catheter distal end; trocar needle was not protruding from the catheter tip. Image has poor quality. The length cannot be verified by the provided all three photos. It is not sufficient to determine if the product meets the specification or not by the provided photo. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for all three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent preparation for an ultrasound guided ascites percutaneous drainage catheter placement procedure using navarre opti drain. It was reported that the length of the trocar needle was allegedly shorter than the catheter. The procedure was completed using another device. There was no patient contact.